Manufacturer narrative:
(B)(4). Dr15h04032 was reported as a possible lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the three-way stopcock of a clear link extension set was cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The potentially associated lot was manufactured (B)(6) 2015. The device was received for evaluation. Visual inspection revealed that the collard luer had broken off at the stopcock housing. Microscopic inspection revealed that the broken luer was out of shape. The reported condition was verified. The cause of the condition was not determined. To correct this condition, the supplier of the component was notified of the issue. A batch review was conducted for the potentially associated lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.